Event description:
Steris quick connect kits contain components, called restrictors, which help to control and balance the sterilant use-dilution flow through endoscopic devices when connected to steris system 1. On 05/19/2000 an internal inspection of incoming parts revealed what appeared to be small metal machining chips in three lots of restrictors; these lots were rejected. Steris immediately re-inspected product in stock and found similar problems.